Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Implantation at s1 resulted in a non-ideal implant trajectory/alignment. The surgeon reported that the patient is experiencing contralateral radiculopathy. A revision surgery was performed and the implant was removed on (B)(6) 2026.